Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, the lead was replaced at the physician's request, because it became dislodged. This lead was replaced with another setrox s 45.